Event description:
It was reported that the alaris pump module received an error code. There was no reported patient involvement.

Manufacturer narrative:
New information: investigation and root cause completed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 11/28/2012 to the present date (B)(6) 2020 and note that this device has been returned for service [insert number of times] without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the alaris pump module received an error code. There was no reported patient involvement.